Event description:
It was reported that the patient's blood glucose levels rose above 23 mmol/l (414 mg/dl) while wearing the pod between 5 and 24 hours. It was reported that the cannula has dislodged from the infusion site during the night. As the patient had run out of pods, the patient obtained an insulin pen from the pharmacy, following the advice of a healthcare professional. The patient has now placed a new pod.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down/smartphone: lockdown. Omnipod 5 software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined.

Manufacturer narrative:
Correction: field h3 now corrected to 'yes'.